Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information was added to the following fields: h3, h4, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material clogged the auxiliary water channel; the type of the material cannot be identified. The foreign material may not have been removed because reprocessing could not be conducted properly due to leakage from scope connector cover, switch 1, and the bending section cover. Whether there was deviation from IFU in reprocessing steps by the customer for the area foreign material remained or not was unknown. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: IFU states the detection method in gif-1100 operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif-1100 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of this event is still ongoing. Should additional information be received, a supplemental report will be provided.

Event description:
While evaluating a returned olympus fastrointestingal videoscope, it was discovered that the j-tubing had foreign material present. There was no patient involvement during this event.